Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 5th october 2009. As per (B)(4), experience has shown that it is reasonable to conclude that the symptoms identified in this investigation including multiple manual power ons of up to 10-minute duration, may be attributed to a membrane failure. In this case, the random nature of the events stored in the memory and the 10-minute timeouts would indicate a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event. After investigation, membrane failure was detected.